Manufacturer narrative:
A ge service representative performed an onsite investigation. The system cables and connections was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently crashed and locked up. No patient serious injury or death was reported related to this event.